Event description:
The facility reported a device with failure code 810:11. This condition occurred during pt use and caused an interruption in the infusion. There was no pt injury or medical intervention necessary according to the facility rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 810:11 was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by the air in line printed circuit board (ail pcb) being out of calibration. To correct this failure, the ail pcb was recalibrated. This issue is currently being investigated.